Event description:
It was reported by service report that two sets of litter support brackets were broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
(B)(4): support brackets.